Event description:
The ventilator shut down after less than one minute of low battery alarm. The pt was on the ventilator using internal battery for about 3 hours before the audible alarm. No death or no severe injury was reported as outcome of the event.